Event description:
It was reported that the intraocular lens was removed intraoperatively due to the trailing haptic being torn off during loading into the delivery device. The incision was slightly enlarged to remove the lens. The backup lens was implanted successfully. Add'l info has been requested. Please reference MDR#: 1119279-2013-00005 for the intraocular lens.

Manufacturer narrative:
The delivery device will not be returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.